Manufacturer narrative:
Final investgation report attached is on retained samples only. Pending investigation on actual used sample returned 04/29/2025.

Event description:
Customer reported blood leak occurrence as soon as the treatment started, machine alarmed for blood leak right away. No medications were given, no patient symptoms present, no medical intervention required. Blood was not visible, no defect or damage detected on the dialyzer. Blood leak test strip was negative. Treatment interrupted, approximately 200ml of blood loss. New machine was set up with new supplies. Patient completed treatment. Dialysis machine: 2008t, fresenius bloodline used, dialysate flow rate (dfr): autoflow 1.5, blood flow rate (bfr): 300 gender: male, weight: 93kg, diagnosis: aki (acute kidney injury), patient has been on dialysis 3 times a week since (B)(6) 2025.